Event description:
It was reported that (1) 512b and (1) 512sd and (2) dcs12 were used during a laparoscopic hernia repair procedure. It was reported by the rep that the dcs12 was rubbing against the trocar so much that the insulation was torn off of the shaft. Concerned that this insulation may have dropped into the pt, the procedure was completed laparoscopically with another dcs12. The second dcs12 also shows damage. Upon inspecting the trocars after the case they noticed that both outer gaskets were torn on the trocars. There was no consequence to the pt.